Manufacturer narrative:
Unit received with fully functional keypad. Keypad traces were inspected and no physical or moisture damage on the keypad traces was noted. Keypad flex connector is plugged in properly. Pump passed the active current measurement. However, unit received with high sleep current. Pump was cut open to perform visual inspection and found evidence of moisture damage on the [pcba 1, j6/j7 connectors/pcba 2/motor]. Swapped pcba 1 board with a test board and sleep current measurement passed. Pump successfully downloaded traces and history file using thump. No failed battery alarms noted during testing however, noted in the pump history files on 07/24/2024 at 07:04:38.000. In further full review in the pump history found unexpected low battery alarms on 07/24/2024 07:24:00, 07/23/2024 15:21:00, and on 07/22/2024 04:41:00. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, missing display window/cover, keypad overlay peeling, stained keypad overlay, cracked keypad overlay, keypad overlay texture damage, serial number label missing, broken belt clip rails, cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Alleged failed battery alarms not confirmed during testing or in the power management graph. Keypad unresponsive not confirmed. However, customer experienced an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss was confirmed due to moisture damage on the electronic assemblies. Pump received with a high sleep current measurement due to moisture damage on [pcba 1, j6/j7 connectors]. Cosmetic damage was confirmed where cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported keypad anomaly, crack on battery compartment, battery failed alarm and unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer reported receiving replace battery alert/ replace battery now alarm and this was the second occurrence of receiving alarm in less than 8 hours after low battery warning. Customer continued to experience battery failed alarms after inserting a new battery with the new batt cap. Advised customer to replace the insulin pump. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.